Event description:
It was reported that a patient underwent a bilateral preauricular fistula procedure on (B)(6) 2021 and suture was used. During the suture, the needle broke, the broken needle fell into the skin, and then it was removed. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Additional information was requested, and the following was obtained: what was done to retrieve the broken piece? Take out the broken piece with tweezers. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any additional tissue damage as a result of searching for the needle piece? There is no additional tissue damage. Were there any patient consequences? None. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.